Event description:
It was reported that a patient underwent a sigmoid colectomy procedure for sigmoid colon cancer on (B)(6) 2026 and barbed suture was used on the fascia. Leakage of exudate and granulation tissue formation were observed from the navel during the outpatient visit in (B)(6) 2026. The doctor determined it was a chronic wound infection caused by the sutures. Granulation tissue formation and wound infection due to foreign body reaction of sutures. The granulation tissue that had grown outside the navel was removed and covered with gauze but the leakage of exudate from the navel continues. The patient is currently undergoing follow-up care as an outpatient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: (B)(6) 2026: the patient underwent sigmoid colectomy for sigmoid colon cancer. The product was used for fascial suturing, and there were no problems with the suturing. The patient was discharged. (Discharge date is unknown) exudate from the abdomen and granulation tissue formation were observed during an outpatient visit in may. (Date is unknown) the patient is currently undergoing follow-up care as an outpatient. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the surgeon¿s experience with this stratafix suture? Were any concomitant procedures performed? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the original intended closure, how were all layers closed? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Please describe the patient manifestations of the reported infection (location, severity, appearance). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures and sensitivities performed? If so, please provide the results. How much and what type of drainage is present in this wound? Please describe any medical intervention performed including medication name and results. Were any pre-op cleansing procedures changed recently? If yes, please describe does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Are there any photos available? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Lot number?